Event description:
It was reported that the patient had cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. After the implant, no effusion was noted and the patient was given protamine. However, the patient went into pulseless electrical activity (pea) eight minutes later and chest compression was performed. Norepinephrine and neo-synephrine was administered and the patient returned to a sinus rhythm but reverted to pea two minutes later. Cardiopulmonary resuscitation (CPR) was resumed and the patient regained their pulse. Nevertheless, the patient went into asystole and CPR was performed once again. Additionally, a heart catheterization was performed with no significant findings and the patients labs were within normal limits. The patient was revived and transferred to intensive care unit. Furthermore, the physician believed the patient had an anaphylactic reaction to protamine. The patient remained stable and was discharged to rehab.